Manufacturer narrative:
Philips has investigated this complaint. It was reported to philips that the system's table side operating module was broken and would not turn on, which can impact geometry. Upon checking with customer, quote for evaluation and repair service was sent to customer, however quote expired as the service is no longer required. No service has been performed by philips. To date, no further information was received. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system's table side operating module was broken and would not turn on, which can impact geometry. No harm was reported to philips. We are conservatively reporting this event as the investigation is ongoing.